Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Event description:
It was reported that the patient had her pump replaced and moved from her abdomen to her buttock. It was noted that the patient was ¿short-waisted¿ and had diverticulitis. The pump didn¿t have much room between the patient¿s rib cage and iliac crest and this was causing pain. The spinal catheter remained. It was later reported that the device system was used to deliver fentanyl and bupivacaine. It was noted that no device would be returned to the manufacturer for analysis. Additional information was requested but was not available at the time of this report.